Event description:
It was reported that pump experienced malfunction alarm malf 24 with fault ID 0x2219 and could not be reset, and customer noted no other notable events before the issue. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.